Manufacturer narrative:
Standard dusclaimer on file.

Event description:
Diabetic tested on suspect device and obtained a blood glucose reading of 140-150 mg/dl. One hr later, lab obtained 21 mg/dl with a venous draw. Pt was treated with glucose and oxygen.